Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 38.12 mmol/l. The customer questioned the initial result as it did not match the patient's clinical picture. The repeat result was 4.44 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 90931401 and the expiration date is 31-dec-2026. The investigation is ongoing.